Manufacturer narrative:
Based on the completed investigation, the identity of the foreign materials and the root cause of why they remained in the device could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: IFU figure number:ge8032 revision:12 chapter:evis lucera gif/cf/pcf type 260 series operation manual-chapter-3 preparation and inspection should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that the bending rubber, the insertion tube, the c-cover, and the forceps channel had tissue adhesive. The identity of the foreign material and why they remained in the device could not be determined. There was no patient involvement.